Manufacturer narrative:
Continuation of concomitant medical product: product ID: 309328, lot# 0209305864, product type: lead, ubd: (B)(6) 2019, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information initially received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported an unpleasant sensation of impulse leading to back pain. Factors that may have led or contributed to the issue remain unknown. Actions/interventions included a reprogramming of the stimulator was done on (B)(6) 2018 during an unscheduled visit. The event was resolved on (B)(6) 2018. It was reported to be investigator assessed the event as not serious, not related to procedure, and related to the stimulation. No surgical intervention occurred. Relevant medical history includes urinary incontinence with pollakiuria and nocturia. No further complications were reported/anticipated. Additional information received updated the previously reported ¿unpleasant sensation of impulse¿ to ¿unpleasant sensation of impulse due to high intensity.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider of a clinical study via a manufacturer representative reporting the patient¿s weight at the time of the clinical study enrollment.